Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) therapy had been turned off for the past two days, with the cause for the device being turned off remaining unknown. Technical services reviewed with the caller how to turn the therapy back on and discussed that if the battery level reaches 0%, therapy could turn off; however, the device battery was at 100%. No patient complications have been reported as a result of this event.